Event description:
Customer reported that a patient developed a recurrent hernia 2.5 years following an initial hernia repair. The patient has returned to surgery for repair. Surgeon reports a hole in the center of the mesh was observed upon reoperation.

Manufacturer narrative:
Conclusion: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.